Event description:
It was reported that the catheter was unable to pace during use. There were no patient complications reported.

Manufacturer narrative:
The device was discarded at the hospital. A device history record review was completed and documented that the device met specifications upon distribution.